Event description:
The customer reported that the insulin pump's act button was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to replace the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube, and a stained end cap sticker noted.